Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 309 mg/dl. Reportedly, the customer consumed (B)(6) slices of pizza which may have elevated bg level. The customer delivered a food and correction bolus to address bg level. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified for the malfunction alarm. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.